Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse visited the site and replaced the erbe generator due to error. The system was tested and verified as ready for use. The erbe generator was analyzed and found reported issue was confirmed in system logs, with m-18, m-02, c-01, c-06, and m-11 errors logged. Erbe logs matched the reported event timeframe, but the issue could not be replicated on site, and all operations tested successfully on all ports. Additional c-84 errors were noted. As the unit is an original equipment manufacturer product and cannot be opened on site, and the erbe will be sent to the original equipment manufacturer for further investigation. The complaint was confirmed based on field evaluation. The probable cause of this issue is attributed to a faulty electrical component inside the erbe generator. This error indicates cpu didn't receive a syscheckmaster can message within the expected time. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report monopolar energy was not working, and there was an activation has been interrupted due to an error m-18. The customer tried replacing the energy cord and verified the ground pad icon was green. Tse had the customer disconnect the external foot pedals from the back of the erbe, but the customer was not able to test monopolar energy again during the call. Tse recommended rebooting the erbe if monopolar energy still won't fire. The site contacted again since they stopped using the system. The procedure was completed with no reported injury.